Manufacturer narrative:
(B)(4): if additional information becomes available, a follow up emdr will be submitted. (B)(4).

Event description:
Per customer: thoracic nurse at (B)(6) advised us of catheter allergy for patient. Customer looked at the op notes and could not see where the lot no/ batch no had been recorded. Patient had been managing pleurx well at home , draining 500mls every 2 day. He came into clinic friday fortnight after tube was inserted , some redness noted over area where cuff would have been situated, oral antibiotics prescribed. Redness worsened and seemed to be spreading to a circumference of about 10cm. Seen in clinic the next week and tube was removed. Within 2 days of removal redness settled. Photo provided and attached to complaint. Per customer: the redness noted was under where the dressing would be is from the surgical wash used in theatre. No additional information provided.